Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while in the operating room, a foley catheter was placed in a patient when the device malfunctioned. The catheter tip was not intact, which became evident when the balloon failed to inflate and hold in place. The provider was at the bedside and the time of the event. The primary nurse, and the charge nurse were all immediately aware. A new foley catheter was placed, and the patient proceeded with her cesarean section. I collected the malfunctioning device and escalated the matter to my safety nurse and director.

Event description:
It was reported that while in the operating room, a foley catheter was placed in a patient when the device malfunctioned. The catheter tip was not intact, which became evident when the balloon failed to inflate and hold in place. The provider was at the bedside and the time of the event. The primary nurse, and the charge nurse were all immediately aware. A new foley catheter was placed, and the patient proceeded with her cesarean section. I collected the malfunctioning device and escalated the matter to my safety nurse and director.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.